Manufacturer narrative:
The evaluation of the customers issue included a review of the instrument service history, trending data, and labeling it included a review of the historical data for the mixer, list number 09d59-03, also. An abbott field service representative (fsr) evaluated the instrument at the customers site. The fsr replaced and aligned the mixer, list number 09d59-03, to address the customers issue. A review of historical data for the mixer, list number 09d59-03, did not reveal any trend or systemic issues. The historical service history review for the instrument, sn (B)(6), did not reveal any erratic or discrepant sodium results reports. There were no service or complaint issues on or around the date this report was initiated that may have contributed to this issue. Trend review revealed no trends associated with the discrepant results. Labeling was reviewed and found to adequately address the issue under review. Based on all available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false decreased sodium (na) results on the alinity c analyzer for one patient. The customer provided sid (B)(6) initial = 120 mmol/l, repeat = 137 mmol/l, stated consistent with initial, (ref range 133 to 146 mmol/l). There was no impact to patient management reported.